Event description:
Pump was programmed in this office for a res. Vol. Of 643ml, infusion vol. Of 550 ml over 24 hours. After the nurse in the home began the the infusion nurse left. The family member called one hour later and said almost the entire bag was empty.